Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: USA. It was reported that during a circumcision, the device has a loose fitting issue around the bell, which results in inadequate compression of the foreskin. This resulted in excessive bleeding and a poor outcome for the patients on four separate occasions. The clamp was left in place for an additional 5 minutes, but the bleeding was consistent. Harm to patients was excessive bleeding and poor outcome. Delay in surgeries are unknown. All med watch submissions related to this report are: 2916714-2016-00902, 2916714-2016-00903, 2916714-2016-00904 and 2916714-2016-00905.

Manufacturer narrative:
The investigation of the reported issue determined that the device was improperly used. Recall of device conducted under recall number 2916714-10/18/2016-015r.